Event description:
It was reported by a patient that they "recently had a kyphoplasty on l1. Since the kyphoplasty my kyphosis, pain, ability to get around and life has gotten worse." No additional information was reported.

Manufacturer narrative:
Method; device not returned, follow up with representative.